Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® k2 edta (k2e) plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "before use, something like a brown plastic piece that seemed to be burnt was found inside the tube."

Event description:
It was reported before use the bd vacutainer® k2 edta (k2e) plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "before use, something like a brown plastic piece that seemed to be burnt was found inside the tube."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-11-14. H.6. Investigation summary: bd received 1 sample and 4 photos from the customer in support of this complaint. A visual examination of sample and photos was performed and foreign matter on the inside of the tube was observed. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. The root cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.